Event description:
It was reported that the patient experienced redness, swelling, drainage and incisional wound opening. The primary location of the infection was the device pocket; a culture was obtained and staph a was isolated. The patient did not have meningitis. The patient was given intravenous and oral antibiotics and the total device system was explanted. The event was reported as "ongoing."